Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains and cramping/pain/pelvic lower abdomen,') in a 30-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2011 to (B)(6) 2013 and the pill from 2008 to 2010. Concomitant products included minocycline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced headache ("headache") and migraine ("migraines"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding") and back pain ("back pain"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal,menorrhagia") and menorrhagia ("abnormal bleeding vaginal, menorrhagia"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with paracetamol (tylenol) and surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and back pain had not resolved and the headache, migraine, vaginal haemorrhage, dysmenorrhoea, alopecia, menorrhagia, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient continues to suffer from this maladies and is discussing the removal of the essure device with her physician. Plaintiff currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pains and cramping/pain/pelvic lower abdomen,') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud from 2011 to (B)(6) 2013 and the pill from 2008 to 2010. Concomitant products included minocycline. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced headache ("headache") and migraine ("migraines"). In 2013, the patient experienced genital haemorrhage ("heavy bleeding") and back pain ("back pain"). In july 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In february 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced abdominal pain lower ("lower abdomen pain"). The patient was treated with paracetamol (tylenol) and surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and back pain had not resolved and the headache, migraine, vaginal haemorrhage, dysmenorrhoea, alopecia, menorrhagia, abdominal pain lower and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, back pain, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the patient continues to suffer from this maladies and is discussing the removal of the essure device with her physician. Plaintiff currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet received. Reporter information updated. Case category updated to serious incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.